Manufacturer narrative:
B5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis it was indicated that the device was retained by the customer; therefore, a technical analysis of the complaint device could not be completed. A video was provided and reviewed by a boston scientific quality engineer. The video showed evidence of the irrigation port leaking fluid. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of catheter leak is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on all the available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the reported allegation could not be established due to lack of evidence. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It is reported that a leak in the catheter occurred. During an atrial fibrillation ablation procedure, a farawave 31 mm catheter was selected. During the procedure, the irrigation port began leaking fluid. The physician attempted to troubleshoot by irrigating under pressure using both an irrigator and a syringe, but the fluid continued to leak. Based on this, the catheter was replaced and another farawave catheter was used. There is no patient complications reported. It was further reported that the luer seemed to not properly connect to the hospital irrigation tube, and, the fluid leaked was reported as saline fluid. No air was seen in the catheter nor in the patient.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It is reported that a leak in the catheter occurred. During an atrial fibrillation ablation procedure, a farawave 31 mm catheter was selected. During the procedure, the irrigation port began leaking fluid. The physician attempted to troubleshoot by irrigating under pressure using both an irrigator and a syringe, but the fluid continued to leak. Based on this, the catheter was replaced and another farawave catheter was used. There is no patient complications reported.